Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, during the insertion of an instrument through the trocar, a piece of the rubber reducer tore and fell into the body. The surgeon was able to retrieve it without difficulty. No patient injury reported.